Manufacturer narrative:
(B)(4). Fisher and paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in netherlands reported via a fisher and paykel (f&p) healthcare representative that the tubing of an ojr412 optiflow junior 2 nasal cannula had loosen from the cannula tube joint. There was no patient involvement.

Manufacturer narrative:
(B)(4). The optiflow junior nasal cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and pediatric patients. It features adhesive pads (wagglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs, and breathable kink-proof, and crush-resistant flexible tubing. Method: the ojr412 optiflow junior 2 nasal cannula was not returned to fisher and paykel (f&p) healthcare for evaluation. Our investigation is based on the information provided by the customer and the knowledge of our product. Results: the customer reported that the tubing had loosen from the cannula tube joint. Conclusion: without the complaint device, we are unable to determine the cause of the reported event. All optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. Samples are also taken and pull tested to check the tube tensile strength and the glue joint strength at the cannula/ tube joint, as well as the swivel grip joint. The subject cannula would have met the required specification at the time of production. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior 2 nasal cannula. They also state the following: appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death. Do not wrap, insulate, stretch or crush the tubing as this may impair the performance of this product or compromise safety including potentially causing patient harm). Ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient. Ensure the patient does not lie on the tubing a this may apply pressure to the patient's ears or face. Failure to apply and use this product within the directions, transport, storage and operating conditions specified in the labelling and user instructions may impair performance of this product or compromise safety (including potentially causing serious patient harm.)

Event description:
A healthcare facility in netherlands reported via a fisher and paykel (f&p) healthcare representative that the tubing of an ojr412 optiflow junior 2 nasal cannula had loosen from the cannula tube joint. There was no patient involvement.